Event description:
Customer reported receiving inaccurate high readings. In blood glucose tests. Customer received readings of 106 and 500 mg/dl within 10 minutes. There was no report of death, serious injury or mistreatment associated with this event.